Manufacturer narrative:
The na electrode lot number was bdl76. The cl electrode lot number was bdg15. The na and cl electrodes' expiration dates were not provided. The qc prior to the samples' measurement was within the ranges. The field service engineer changed the ise sample probe, ise sipper probes, and vacuum nozzle. He cleaned the dilution vessel, performed ise checks, reagent flow path prime, and air purge. Calibration and qc were performed with acceptable results. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 3 patients¿ samples tested on a cobas 8000 cobas ise module. Results for the following tests were affected: sodium (na) and chloride (cl). Sample 1: na: initial result: 150 mmol/l. Repeat result: 143 mmol/l. Cl: initial result: 114 mmol/l. Repeat result: 103 mmol/l. Sample 2: na: initial result: 150 mmol/l. Repeat result: 140 mmol/l. Sample 3: na: initial result: 153 mmol/l. Repeat result: 140 mmol/l. Cl: initial result: 114 mmol/l. Repeat result: 102 mmol/l. An alarm accompanying the results for a different sample at the customer's laboratory information system, prompted the repeat of the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results for 2 samples was issued.

Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.